Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint states: ¿during revision shoulder replacement to replace the stem only the cement went solid at 6 minutes. The replacement was a long stem and was only partially inserted when cement hardened unable to proceed the stem further and the cement required removing leading to the humerus being spilt to remove all the fresh cement.¿ the retained samples were tested in a temperature and humidity-controlled laboratory (see attachment ¿(B)(4) retest results.pdf¿). Mean dough time: 1 min 28 sec. Mean setting time: 08 min 51 sec. Mix characteristics: firm. Handling characteristics: firm. End of working time: 5 min 57 sec. The reported failure was not repeated in the testing of the retained samples for this lot number. The cement mixed and behaved as expected for the product type and met appropriate specifications. The complaint description cannot be confirmed from the results of this testing. Root cause cannot be determined from the results of this testing. Dva-107020-fde rev 10 was reviewed, and this failure mode is included. In each case, the risk is considered ¿as low as possible¿ and cannot be further mitigated. See attachment (B)(4) extract from dva-107020-fde.pdf¿. The mixing and use of bone cement can be significantly affected by exposure to high or low temperatures up to 24 hours before use. The optimum temperature for bone cement is 23 degrees celsius as per the IFU. Conclusion and further action: a root cause cannot be determined as the complaint problem has not been possible to replicate with the testing of the retained samples. However, the conditioning and storage of the product, or the operating theatre temperature could have potentially aided the unusual behaviour mentioned. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed 30 jan 2020. 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. 2720 units released. Lot expiry date: 31 may 2022.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During revision shoulder replacement to replace the stem only the cement went solid at 6 minutes. The replacement was a long stem and was only partially inserted when cement hardened unable to proceed the stem further and the cement required removing leading to the humerus being spilt to remove all the fresh cement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint states: ¿during revision shoulder replacement to replace the stem only the cement went solid at 6 minutes. The replacement was a long stem and was only partially inserted when cement hardened unable to proceed the stem further and the cement required removing leading to the humerus being spilt to remove all the fresh cement.¿ the retained samples were tested in a temperature and humidity-controlled laboratory (see attachment ¿(B)(4) retest results.pdf¿). Mean dough time: 1 min 28 sec, mean setting time: 08 min 51 sec, mix characteristics: firm, handling characteristics: firm, end of working time: 5 min 57 sec. The reported failure was not repeated in the testing of the retained samples for this lot number. The cement mixed and behaved as expected for the product type and met appropriate specifications. The complaint description cannot be confirmed from the results of this testing. Root cause cannot be determined from the results of this testing. Dva-107020-fde rev 10 was reviewed, and this failure mode is included. In each case, the risk is considered ¿as low as possible¿ and cannot be further mitigated. See attachment (B)(4) extract from dva-107020-fde.pdf¿. The mixing and use of bone cement can be significantly affected by exposure to high or low temperatures up to 24 hours before use. The optimum temperature for bone cement is 23 degrees celsius as per the IFU. Conclusion and further action: a root cause cannot be determined as the complaint problem has not been possible to replicate with the testing of the retained samples. However, the conditioning and storage of the product, or the operating theatre temperature could have potentially aided the unusual behaviour mentioned. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed 30 jan 2020. 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 31 may 2022.

Manufacturer narrative:
Product complaint # (B)(4). MFR# 1818910-2021-04951 is being retracted since it was found to be a duplicate of mrf# 1818910-2020-02554. MFR# 1818910-2020-02554 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the affected side was the right shoulder.